Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced chest pain. In (B)(6) 2010, the subject presented with unstable angina and was recommended for cardiac catheterization which revealed a 75% stenosed lesion located in the mid left anterior descending artery. The lesion was 12mm long with a reference vessel diameter of 3.5mm. It was treated with direct stent placement using a 3.00 x 16mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. The subject was discharged, the following day, on aspirin and prasugrel. In (B)(6) 2012, the patient presented with chest pain and was hospitalized the same day. The following day, the event was considered resolved without residual effect.

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).